Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous with three (3) sharp angles and 85% stenosed distal ostium of the obtuse marginal artery. A 1.5 x 15 mm voyager balloon catheter was used for pre-dilatation. A 2.5 x 18 mm xience v stent delivery system was being advanced to the lesion; however, after passing the third angle, resistance was met and the proximal shaft, outside of the anatomy, broke. The proximal shaft was trapped (physician used an unknown clip) and the sds was successfully removed from the anatomy. A non-abbott stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.